Manufacturer narrative:
Sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. H10: note: manufacturer contacted customer in a follow-up call on (B)(6) 2020, to ensure the replacement products resolved the initial concern able to establish contact with customer and stated replacement product resolved initial concern.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Granddaughter is calling on behalf of the customer. The customer is concerned with test results from results obtained of 307 and 343 mg/dl fasting and 329 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 120-125 mg/dl; expected non-fasting blood glucose test result is 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer non-fasting and produced test result of 372 mg/dl using truemetrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 07/18/2021 and open vial date is 03/28/2020. The meter memory was reviewed for previous test result history: (B)(6).